Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation of the pulse generator, a message alerted that diagnostics were cleared due to invalid data. The diagnostics were cleared and the patient would continue to be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.